Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center. During device investigation, foam particles were observed inside the assembly. Dust/dirt was also observed inside the device. The device was scrapped.